Event description:
It was later reported that possible atrial undersensing was noted on episodes reviewed via electronic transmission. The sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the atrial lead was seen to be undersensing resulting in vse (ventricular sensing event). It was further reported that no intervention was done as a result of the episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.